Manufacturer narrative:
Conclusion and justification status for MDR: examination of the submitted device confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The modified hudson adapter is rounded so the mbt revision reamer doesn't stay locked in. Update apr 25, 2017: upon product evaluation the revision reamer was received with visible damage. The product has now been added to the complaint.